Event description:
The customer reported that there was an alarm malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer called in a service event to philips regarding "alarm". No pt harm was reported. In abundant caution, we will report this service event. There is no indication of any malfunction, or materials, mfg, design or labeling problem. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.